Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. However, the engineer of olympus europa se & co. Kg (oekg) visited the facility and checked the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the reported information, omsc considered that the reported phenomenon (no image) was attributed to the failure of the cable or ccd unit. The cable breakage might be caused by the user handling. In addition, the failure of ccd unit might be caused by the material deterioration of the ccd sensor due to ultraviolet rays. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. The engineer of olympus europa (B)(4) visited the facility and checked the subject device and found that the reported phenomenon (no image) was duplicated, and also found that the error e311 which indicated that the white balance had not been set occurred on the subject device. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the inspection before use at the user facility, it was found that the endoscopic image of the subject device was not displayed on the monitor. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.